Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a sheet inside with an apparent perforation, and in a second image, a cotton swab with a small particle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one opened foil packaging pertain to the product code vcp1422h. Upon visual inspection of the returned sample, a metal debris was noticed inside of the opened packaging, the area was marked by pen and covered by plastic tape. As part of the manufacturing process, we conduct 100% inspection of all our finished products to ensure there are no issues related to the components. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that it was found that there had been foreign matter (suspected steel debris) immediately once opened the package when preparing for surgery. The actual product has been used. Enclosed please find defect photo. There is no report on patient's injury. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.